Event description:
Note: this event was originally filed on (B)(4) 2011, under form 3500. Varian medical systems received a ge (B)(4) reload with a varian a-195 insert for failure analysis. The customer (B)(6), returned this tube unit to varian with the x-ray tube service report stating that, "oil heated up enough to melt the plastic/acrylic port. This allowed all of the oil to drain out of the tube into the collimator." Under the heading reason for return, the box "oil leak" was checked and also the "other" stated, "shattered insert." Rep from varian, (B)(6), ge, and (B)(4) met on conference calls on (B)(6) 2011. From these discussions, it was discovered that the ge proteus system had an old version of software (ver. 5.57) installed on it that was known to cause this type of failure. Ge's records show a software update to version 5.59 in 2009 to prevent this type of known failure. (B)(6) is responsible for servicing their own machines, and could not account for the v 5.57 software on the proteus system at the time of the failure.